Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis pt was admitted to an unk hospital on an unk date in (B)(6) 2014, due to experiencing a cerebrovascular accident. On an unk date during the hospitalization, the pt changed dialysis modalities from peritoneal dialysis to hemodialysis, for an unk reason. The nurse reported the pt had no signs and or symptoms of peritonitis and the effluent expressed from the pt's peritoneal catheter was clear. No dialysis treatments were missed. As of (B)(6) 2014, it is unk if the pt remains hospitalized. The pt's signs and or symptoms from the cerebrovascular accident have resolved. It is unk if the pt will change dialysis modalities from hemodialysis back to peritoneal dialysis.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.